Manufacturer narrative:
B5: upon follow-up, it was reported that extraneal and lercan therapies were discontinued. Action taken with physioneal and nutrineal therapies were not reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of the event were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome was unknown. Pd therapy was discontinued. No additional information is available.